Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during drain 4 of 4. The nurse was not at the hospital where the home patient (hp) and the hc were located. The nurse called the hospital to get the details of the alarm and then had the registered nurse (rn) at the hospital clear the alarm along with looking for possible causes of the alarm. There were no obvious causes. The rn was aware of the air alarm and the possible sterility issues. The supplies would be discarded. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated they just saw the patient the day after the alarm for their clinic visit. The pd rn stated that they discussed the alarm with the patient, but it is a bit difficult because the patient doesn't speak fluent english. The pd rn stated from their examination the patient is fine, and there doesn't seem to be any negative side effects from this alarm. The pd rn stated the patient is still continuing therapy as far as they know. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.